Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she had been experiencing high blood glucose levels due to steroid medication. Blood glucose level at the time of the incident was 506 mg/dl, then dropped to 470 mg/dl after the customer treated with the insulin pump. The customer declined troubleshooting, and the insulin pump was not replaced or returned for analysis.